Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant in the EU reported the purge disc holder of the automated impella controller (aic) was broken. There was no reported patient harm.